Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The cause of the problem could not be identified based on the information obtained from this complaint and the investigation results. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion sheath was twisted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip sheath was subjected to stress during the driving process and could no longer be driven normally, causing the insertion sheath to become entangled and twisted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe coating was stretched. The event occurred during set up, prior to use. There were no reports of patient involvement.